Manufacturer narrative:
One non-sterile enterprise was received coiled in a plastic bag. The received components were the introducer, the wire system and the stent, which was found inside of the introducer. The guidewire and introducer presented no damage. Microcatheter involved in the event was not returned to be analyzed. The stent was found mounted on the enterprise system; therefore a functional test per dp (B)(4) was performed using a lab sample prowler select plus microcatheter. No difficulty was found while passing the enterprise through the microcatheter. After the stent was removed from the lab sample microcatheter, it was inspected under a microscope and no damages were noted on it. Also, distal tip of the delivery wire was inspected and no anomalies were found. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01431301. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "kinked /bent- stent' was not confirmed .since, during the microscope inspection no damages were noted on the stent, and the functional test per dp (B)(4) was performed successfully. Therefore, no discrepancies were found on the returned product. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR reviews suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization assisted with an enterprise vrd (enc452212/o1431301) of unknown vessel/aneurysm characteristics, the distal markers of the vrd bent and uplifted therefore could not be deployed properly upon deployment. The enterprise system was safely removed as a unit from the microcatheter (details unknown). Afterwards, the procedure was continued and was successfully completed without any difficulties. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. It is unknown if the microcatheter was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No further information is available. No damages were noticed on the microcatheter that may have contributed to the event. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (delivery system- fractures, separated, kinks, bends, etc; distal tip -unraveled, stretched, kinks, bends, fractures, etc; stent-fracture, separated, uplifted stent struts, kink, bend, etc) and the stent remained attached to the delivery system. No further information was provided.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lr packaging l/n# 01431301. (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01431301. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. T the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an enterprise vrd ((B)(4)) assisted coil embolization of unknown vessel/aneurysm characteristics, the distal markers of the vrd bent and uplifted; therefore, it could not be deployed properly upon deployment. The enterprise system was safely removed as a unit from the microcatheter (details unknown). Afterwards, the procedure was continued and was successfully completed without any difficulties. Prior to use, no defect (kink, bends etc) was noted on the vrd by visual inspection. It is unknown if the microcatheter was replaced or not. It was reported that the procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. However, it could not be confirmed if the mc was placed distal to the aneurysm and then withdrawn to deploy the stent and it is not known if there was any additional torque or manipulation utilized during advancement or placement of the enterprise system. No further information is available. No damages were noticed on the microcatheter that may have contributed to the event. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices and the stent remained on the delivery wire. No further information is available. One non-sterile enterprise was received coiled in a plastic bag. The received components included the introducer, the delivery wire, and the stent which was found inside of the introducer. The delivery wire and introducer presented no damage. The involved microcatheter was not returned for analysis. The stent was found mounted on the enterprise system; therefore, functional testing was performed using a lab sample prowler select plus microcatheter. No difficulty was found while passing the enterprise through the lab sample microcatheter. After the stent was removed from the lab sample microcatheter, it was inspected under a microscope and no damages were noted on it. The distal tip of the delivery wire was inspected and no anomalies were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01431301. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported kinked bent stent was not confirmed with analysis. Additionally no deployment difficulties or discrepancy with the stent were found with functional testing of deployment through a microcatheter. No discrepancies were found on the returned product. The device did not present any indication of manufacturing defect or anomaly that could have contributed to the event as reported. It is possible that procedural factors/vessel characteristics contributed to the reported event; however, with review of the available information, no conclusion can be made. Neither the product analysis nor the DHR reviews suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.